Manufacturer narrative:
Additional information was received on september 25, 2017. Trend analysis: durin the trend analysis, no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: (B)(6) 2010 implantation cement-free hip-tp right (wagner cone). (B)(6) 2017 revision surgery due to breakage of the wagner cone (stem) removing of the broken wagner cone and the versys head. Review of received data: (B)(6) 2010 right hip ap and axial (with the hand held): cup position cannot be judged or measured due to missing reference points. Cement-free cup fixed with 3 screws, a screw clearly into the small basin protruding. The proximal femur is horizontally resected at the level of the trochanter minor, the stem is anchored orthographically without cement. The trochanter major segment is fixed parallel to the proximal femur laterally with two screws and cerclage. Leg shortening. (B)(6) 2017 pelvic overview, right hip ap and lauenstein projection: stem in varus position with contact of the tip to the lateral cortex and recognizable consoles. Varus kink formation of the stem of approximately 10 ° with a clearly recognizable fracture line of the stem. 2 screws and an eighth-shaped cerclage was intact without indication of implant failure. Bone fusion of the laterally tilted trochanter major fragment with proximal femur. Inclination angle right about 36 °, cup was fixed with 3 screws, osteolytic structure brightening in the bony weight-bearing area of the cup and at the acetabulum convexity. (B)(6) 2017 operations report: preoperative / postoperative diagnosis: instability of right hip endoprosthesis in (B)(6) year-old female patient change wagner cone / head intraoperatively noted fusion trochanter major and proximal femur, 2 cannulated screws and cerclage for fixation of the trochanter major are removed. After opening the joint, leakage of 10ml of blood-synovial fluid culture. Removing proximal portion of the femoral component with head, removing the distal portion of the femoral component with difficulty. During the revision, the cup was stable. No luxation tendency of the head after implantation of the wagner cone and biolox delta ceramic head. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the correct implantation of the wagner cone prosthesis is described in surgical technique. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Fracture of implant due to general corrosion (crevice, pitting, galvanic) => possible: no devices returned for investigation. Fracture of implant due to wrong indication (e.g. Bone quality, etc.) => possible: as no details about pre-operative planning are known fracture of implant due to damage of stem during implantation => possible: as no surgical reports were provided. Fracture of implant due to wrong selection of ball heads due to unknown compatibility list. => not possible: no evidence for wrong selection. Fracture of implant due to patient disregards limits of the device ( e.g. Contact sports, high activity, weight,¿) => possible: no specific patient information received. It is possible that the patient did a wrong behaviour which may lead to the breakage of the stem. Conclusion summary: it cannot be reprodued why during the initial surgery in 2010, a ¿side-to-side¿ fixation of the trochanter major fragment after horizontal resection was performed. Missing, appropriate documentation. However, the 6 years later leg shortening can be explained with clinical indication of insufficiency of the right gluteal musculature. Sixyears postoperative, increasing pain and impaired movement without mentioned trauma. Six years and 9 months after initial surgery a fracture of the proximal prosthesis stem (right) and recognizable osteolytic bony lesions can be seen. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the stem breakage after 6 years in vivo. Zimmer gmbh consider this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: stem breakage. Event description: the wagner cone prosthesis was revised after approximately 6 years 9 months in vivo due fracture of the wagner hip stem. Review of received data: review of available information: next to the product experience report (per), the product stickers of the implantation surgery, a joint examination report and the surgical notes of the revision surgery were received. The original documents were received in russian with a translation into english. The documents included a certificate that the translations were made by a competent translator whose education and experience are relevant and sufficient to make accurate and complete translation from the russian language into the english language. The received documents are summarized below. Product experience report (per). In the per it is reported that the patient felt severe pain in left hip on (B)(6) 2017 without any ¿contributions¿ (assumed to be external factors such as trauma). It is assumed that the implantation side is a typo as the x-rays as well as the other received documents indicate a right hip. As the date of birth 1951 is stated, this is also assumed to be a typo. The x-rays and the surgical notes indicate 1960 as the year of birth. The given weight and height of the patient resulted in a bmi of 29.5. According to the bmi scale the patient is classified as overweight (bmi 25-30). Joint examination report, dated on (B)(6) 2017. The patient complains of pain in the right hip joint area, limping and limitation of movement due to pain. According to the patient, a total replacement of the right hip joint was performed in 2010 for dysplastic coxarthrosis of the right hip joint. There were no postoperative complications. Pain and limitation of movement in the right hip joint started to develop in 2016. Despite conservative treatments and daily physical therapy exercises, the pain progressed and the range of motion decreased over time. It is reported that no abnormalities are detected during photofluorography on (B)(6) 2017. On examination, the local tissue in the hip joint area is unaltered, and the surgical scar has no signs of inflammation but trendelenburg's and duchenne's symptoms are positive. The patient has pain in the inguinal region on palpation, shortening of the right lower limb and decreased range of motion in the right hip when compared to the left hip. As clinical diagnosis, instability of the right hip endoprosthesis is reported. Further examinations are planned but a revision of the hip prosthesis is stated as the proposed treatment. Surgical notes revision surgery, dated on (B)(6) 2017. The surgery was performed due to instability of the right hip joint endoprosthesis. Signs of the fusion between greater trochanter and proximal femur were observed. The two screws and cerclage used to fix the greater trochanter were removed. Upon arthrotomy, about 10 ml of hemosynovial fluid leaked out which was sent for culture. The joint was dislocated and the proximal part of the femoral stem with the head was removed. The removal of the distal fragment of the femoral component was performed with technical difficulties. During revision, the acetabular cup was stable. Then the joint was prepared for the new components. Repositioning of the joint with the new components showed no dislocation tendency in the maximum internal and external rotation position. X-rays: three different pictures were received taken from 5 different x-rays. One picture shows two x-rays held against a window. One x-ray is dated on (B)(6) 2010 while the other x-ray is undated. The other two pictures are dated on (B)(6) 2017 and show an ap and lauenstein view of the right hip as well as an ap view of the pelvis. On (B)(6) 2010: the x-ray shows the right hip in ap 9 days post implantation. It shows the prosthesis implanted with the components. The cementfree cup is fixed with the three self-tapping screws. One of the screws clearly protrudes into the pelvic cavity. Additionally, the femur was horizontally resected above the proximally placed screw. The trochanter major segment is fixed laterally to the proximal femur with two screws and cerclage. Due to the lateral fixation of the trochanter major segment there is a gap between the prosthesis and the fragment. Further, on the medial side seems to be a gap between bone and stem down to the level of the proximal screw. The two screws and the cerclage were not listed on the received product sticker form.. Undated: the x-ray is most likely a pelvic view however only the right hip is visible due to the window frame. Additionally, the trochanter major is partially covered by the other x-ray. On the undated x-ray the proximal half of the stem is clearly tipped medially indicating a fracture. When compared to the x-ray taken on (B)(6) 2010, a gap between the trochanter major segment and the lateral side of the proximal femur is not visible anymore. There is a fused transition between the distal end of the trochanter major segment and the lateral side of the proximal femur. Based on the observed progress of the trochanter fusion and the tipped stem it is assumed that the x-ray was probably taken before revision surgery. The comparison also reveals that on the medial side the height of the femoral resection appears to be reduced from clearly above the proximal screw to the height of the screw. There is also a radiopaque line visible where the initial outline of the trochanter major fragment is situated extending to the height of the cerclage. Between this radiopaque line and the stem a gap is visible indicating bone resorption of the proximal femur in the area where the trochanter major segment was fixed. On (B)(6) 2017: like in the previous undated x-ray the proximal half of the stem is clearly tipped medially on the ap x-rays. The bone fusion between the trochanter major segment and the proximal femur is visible. When compared to the undated x-ray no obvious changes can be observed. On the lauenstein view the fracture line of the stem is clearly visible at the height of the distal screw. On all of the x-rays, the two screws and the cerclage used for the fixation of the trochanter major segment do not show any indication of implant failure. Devices analysis: visual examination: the wagner cone prosthesis is fractured approximately 65 mm above its distal end. The stem shows some scratches and damages from the revision surgery. Hardly any bone on growth can be seen on the proximal fracture part. In contrast, the distal fracture part shows bone on growth. Some slight damage in the form of scratches, dents as well as cauter and instrument marks are recognizable around the neck region. The distal fracture surface exhibits a threaded hole that was drilled during revision surgery and used to remove the distal fracture part. The lateral surface around the distal fracture surface is damaged most likely due to the revision surgery. The proximal fracture surface shows a fatigue fracture with the origin at the anterolateral fin. In the distal area of the proximal fracture part three drill damages can be found. One is located through the posterolateral fin and one through the anteromedial fin. Both correspond with the position and direction of the two screws observed on the x-rays. The third drill damage has a direction from anterior and runs through the entire height of the anterolateral fin directly next to the fracture origin. Some remains of bone on growth can also be observed. Review of product documentation: the correct implantation of the wagner cone prosthesis is described in surgical technique. Conclusion summary: the wagner cone prosthesis was revised after approximately 6 years 9 months in vivo due to instability of the right hip joint endoprosthesis. The patient experienced increased pain and decreased range of motion without mentioned trauma. The revised stem is fractured due to fatigue approximately 65 mm above its distal end. The fracture origin is located at the anterolateral fin which is damaged by a drill. During the implantation surgery of the stem, the femur was horizontally resected and re-fixed laterally to the proximal femur with two screws and cerclage. The two screws visible on the x-rays correspond with two of the three drill damage found in the distal area of the proximal fracture part. Therefore, it could be assumed that the drill damage occurred already during the implantation surgery of the stem. Hardly any bone on growth can be seen on the proximal fracture part while the distal fracture part shows bone on growth. The review of the xrays revealed that there was possible bone resorption around the proximal part of the stem. The above described observations could point to the situation that only the distal part of the stem was well anchored and that the stem did not have sufficient bone support in the proximal region. It could be assumed that the stem did not have sufficient bone support in the proximal region due to the lateral fixation of the trochanter major fragment and bone resorption on the medial side. This, in combination with the drill damage (probably made during the implantation surgery) found at the anterolateral fin where the fracture origin is located may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The lot number of the device was provided. The device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a wagner cone prosthesis on (B)(6) 2010 on the left hip side. On (B)(6) 2017, the patient felt severe pain. A revision surgery is planned due to implant fracture. Date of revision is currently unknown.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a wagner cone prosthesis on (B)(6) 2010 on the left hip side. On (B)(6) 2017 the patient felt severe pain. A revision surgery was performed on (B)(6) 2017.